Event description:
Plugged in disposable hologic myosure reach into our myosure machine and upon surgeon trying to use myosure a loud grinding noise was heard. Tried to unplug disposable hand piece from myosure machine and it would not come out. Another nurse assisted with trying to get disposable hand piece out of myosure and was unable to do so. We plugged disposable hand piece fully into myosure and it started to work. Once the case was concluded, we were still unable to pull disposable hand piece out of myosure machine. We had to use plyers to remove disposable hand piece. Manufacturer response for myosure disposable hand piece, hologic myosure (per site reporter). Rep replacing unit.